Event description:
It was reported: a patient came in contact with liquid oxygen from a c41 liquid oxygen reservoir. As a result, the patient received thermal burns to her hands requiring hospitalization for treatment.

Manufacturer narrative:
Product user guide warns: "do not touch liquid oxygen or parts that have been in contact with liquid oxygen. Liquid oxygen is extremely cold (-297 degrees fahrenheit/ -183 degrees celsius). When touched, liquid oxygen, or parts of the equipment that have been carrying liquid oxygen, can freeze skin and body tissue." Additionally, "extreme cold hazard. Do not press or disturb the fill connector poppet. This can cause a release of liquid oxygen from the fill connector."